Manufacturer narrative:
A review of the mfg records indicated that all device specs and quality requirements were satisfied. One 5f double lumen pro-PICC was returned for eval. All eval and observations involve the lumen with the purple luer. A visual exam of the catheter revealed a lumen rupture at the 5 cm mark and a bulge at the 7 cm mark on the purple luer side. A functional eval with a 0.018" guidewire starting from the luer revealed an obstruction at the 9 cm mark. The guidewire was passed through the catheter from the tip and the obstruction was found to continue to the 30 cm mark. The lumen was cross sectioned just above the 9 cm mark. The lumen is completely blocked by a solid white substance. The lumen was cross sectioned above the 30 cm mark. The lumen is blocked by a reddish white semi solid flaky substance. Measurements taken all met design specs. The info provided noted that the floor nurse stated that there were "issues with the port used" and they were unsure if the contrast was warmed. Info provided with this device contains the following info for the power injection procedure: "important info: contrast media should be warmed to body temperature prior to power injection. Warning: failure to warm contrast media to body temperature prior to power injection may result in catheter failure. Vigorously flush the catheter using a 10 cc or larger syringe and sterile normal saline prior to and immediately following the completion of power injection studies. This will ensure patency of the catheter and prevent damage to the catheter. Resistance to flushing may indicate partial or complete catheter occlusion. Do not proceed with power injection study until occlusion has been cleared. Warning: failure to ensure patency of the catheter prior to power injection studies may result in catheter failure."

Event description:
It was reported that during CT injection of dye, dye went into sub q space in arm. Catheter ruptured at the 5 cm mark.